Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the implantable pulse generator (ipg) software was updated. The device was reprogrammed after the update.

Manufacturer narrative:
Concomitant medical products: 4092-52 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt their implantable pulse generator (ipg) was not sensing correctly and indicated they could "feel it in the ventricle part". They also asked if it could be related to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed event. Follow-up was attempted to obtain the relevant information, however no additional details are available at this time. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.